Event description:
Healthcare professional reported, right side suspected capsular contracture, baker grade unknown. Liquid accumulation and wrinkling. Diagnosed via ultrasound with pain. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
E.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "liquid accumulation", capsular contracture, baker grade unknown.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13/jun/2024.

Event description:
Healthcare professional reported right side suspected capsular contracture, baker grade unknown, liquid accumulation, and wrinkling diagnosed via ultrasound with pain. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported, right side suspected capsular contracture, baker grade unknown. Liquid accumulation and wrinkling. Diagnosed via ultrasound with pain. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted, the events could not be observed, as they are physiological complication.